Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer has questioned a possible sample ID mismatch for vancomycin results generated while using the architect c8000 analyzer. The customer has indicated that the results between sample ids (B)(6) are in question. The customer indicated that sample ID (B)(6) generated a vancomycin result which did not align with the patients history. The specimen was respun and an amended report was issued. The initial results and retest results are as follows: initial: <1.1 mg/l , retest 21.172 mg/dl. Sample ID (B)(6): the initial result was run around the same time as sample ID (B)(6). The specimen was rerun on (B)(6) 2017. The initial results and retest results are as follows: initial 21.391 mg/l, repeat 11.923 mg/dl. No impact to patient management was reported..

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, review of instrument logs, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Review of the instrument logs showed the test for sid (B)(6) and (B)(6) were completed as intended. No evidence of a sample mismatch was discovered. Review of the analyzer service history did not identify any contributing factors on or around the date of the complaint. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.